Event description:
It was reported during knee arthroplasty that while the surgeon was broaching the tibial component, the broach shifted posteriorly upon impaction and the tibial component was shifted posteriorly about one (1) millimeter during final implantation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review and the reported event was confirmed through evaluation of returned instruments. Although the tibial implant was not returned, instrumentation received exhibited wear (faded etches, scratches, scuffs or gouges). A functional check performed identified slight play between the broaches and inserter handles when assembled, but this did not impact the function. Dimensional analysis of the broaches and inserter handles noted that some were non-conforming to print specifications, but all sizing plates were conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.